Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a lasso nav wherein a thrombus/clot was found on the catheter tip and the procedure was cancelled. The patient required medicinal intervention and hospitalization. A clot was discovered attached to the lasso nav catheter in the left atrium, which was noticed on intracardiac echocardiography (ice). The clot formation was discovered after the initial mapping of the left atrium. The patient was given heparin (a large amount of heparin to dilute the clot) and the procedure was cancelled. There was no patient injury, however, the patient required extended hospitalization as the patient needed neurology monitoring. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a lasso nav wherein a thrombus/clot was found on the catheter tip and the procedure was cancelled. The patient required medicinal intervention and hospitalization. A clot was discovered attached to the lasso nav catheter in the left atrium, which was noticed on intracardiac echocardiography (ice). The clot formation was discovered after the initial mapping of the left atrium. The patient was given heparin (a large amount of heparin to dilute the clot) and the procedure was cancelled. There was no patient injury, however, the patient required extended hospitalization as the patient needed neurology monitoring. The physician had some difficulty when they tried to go transseptal and it took longer than usual. The physician believes that either the patient already had a clot that they didn't notice or the clot was caused by the 45 mins it took to go transseptal. It was reported that the physician does not use heparin until post transseptal, he also does not clear the left atrial appendage (laa) with "sound" (ultrasound). There was no error message from the equipment, no product problem, or any issues related to temperature and flow on the catheter. The physician believed that the thrombus observed caused a potential risk to the patient because if it is dislodged, it could cause a stroke, however, he thinks he took the necessary steps to minimize that probability.